Manufacturer narrative:
No device was returned to olympus for evaluation. No serial number for the subject device was provided. The name and complete address of the user facility was not provided. No contact information for the user facility was provided. Based on the information provided in the report, this reported event is attributed to maintenance issue and failure to follow instructions for use. This report will be supplemented if new information becomes available later.

Event description:
This medical safety information is based on cases collected in the medical accident information collection project (a project subsidized by the ministry of health, labor and welfare), and was prepared to prevent medical accidents from occurring and recurring. Based on the medical safety report no. 185 there were two cases in which the used endoscopes were used on subsequent patients without being cleaned or disinfected. Second case reported ¿two consecutive colonoscopies were performed in the same laboratory at night in an emergency. Doctor a did not know the rules for placing the endoscope in the used endoscope storage area after the examination of patient x in the first case and returned it to the bag in which it was placed and placed it in the clean area of the camera storage area in the examination room. Doctor b used the endoscope bag that was in the clean area of the camera storage area when the second patient y was examined, thinking that someone had prepared it. The next morning, a gastrointestinal endoscopist noticed that only one endoscope was used for the two tests the day before, and confirmed with doctor b that he was using the endoscope used for patient x. It turned out that it was used for y..¿ cf-h260al was selected as a representative product, as the report did not specify the model, serial number and manufacturer of the device. No patient infection or injury reported. Cross-reference complaint number (B)(6) for the first case referenced in the report (see attached med-safe-185.pdf).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. The suggested event can be prevented by following the instructions outlined in the evis lucera reprocessing manual which states: "all channels of the endoscope and all accessories used with the endoscope during the patient procedure must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure." Olympus will continue to monitor field performance for this device.